Event description:
It was reported that the image on the 9800 system had an dark spot. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.